Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that there was a low battery message and that the battery was exhausted. There was no adverse patient impact.